Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further information was provided by the patient that she was seen 3 times by one doctor who did not know how to proceed. She has also been seen by a different doctor who advised waiting four more weeks and get proper glasses that would correct the iol being off axis. Her vision was better before surgery.

Manufacturer narrative:
The product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision is fractured, like looking at a picasso painting when looking at someone's face. Her vision is distorted and has double images. She can close her fellow eye and it goes away. Her vision is not clear. Additional information was provided by the patient that she knew her vision was distorted the day after surgery. She still has fractured and distorted images. Her doctor told her the iol was off 15 degrees and was unsure if that was the source of her problem.